Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation however, a video of the impacted prismaflex st150 set from lot 20e3002 were provided. The visual inspection of the provided video showed that a leak occurred at the level of the male luer lock of the return line. The reported condition was verified. The cause was determined to be design related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during infusion in the intensive care unit with a prismaflex st 150 set, an external blood leakage was observed at the end of the return line. There was no patient injury or medical intervention associated with this event. No additional information is available.